Event description:
It was reported that the patient's neurostimulator would not hold a charge. The patient underwent a revision of the device. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR review was performed and found no non-conformances. All established specifications and criteria for release were met. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patients neurostimulator would not hold a charge. The patient underwent a revision of the device. There were no patient complications reported.